Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 22-year-old female patient (gravida 2, para 1) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included paracetamol (acetaminophen) since (B)(6) 2003. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2004, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, depression and anxiety outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The pregnancy outcome was not reported. The reporter considered anxiety, depression, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2004 patient had ultrasound resulted in ultrasonographically-normal-appearing single intrauterine gestation at approximately 21 weeks 5 days as described on on (B)(6) 2004 patient had surgical pathology report: final pathologic. Diagnosis resulted in the specimen consist of a single placenta, which weighs 460 grams and measures overall 18 x4.x 1.5- cm. Inserted toward one edge is a single umbilical cord measuring 32 cm. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received, reporter added, event added as:- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric (problems condition: depression and mental anguish),pregnancy (no complications) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 22-year-old female patient (gravida 2, para 1) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included paracetamol (acetaminophen) since (B)(6) 2003. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2004, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, depression and anxiety outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The pregnancy outcome was not reported. The reporter considered anxiety, depression, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2004 patient had ultrasound resulted in ultrasonographically-normal-appearing single intrauterine gestation at approximately 21 weeks 5 days as described. On (B)(6) 2004 patient had surgical pathology report: final pathologic. Diagnosis resulted in the specimen consist of a single placenta, which weighs 460 grams and measures overall 18 x4.x 1.5- cm. Inserted toward one edge is a single umbilical cord measuring 32 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain') in a 20-year-old female patient who had essure (ess205) (batch no. Bc676948-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii ((B)(6) 2002, (B)(6) 2004.), live birth, miscarriage and postponement of preterm delivery. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) from (B)(6) 2003 to (B)(6) 2006. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2004, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and hypersensitivity had resolved and the pregnancy with contraceptive device, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2004 patient had ultrasound resulted in ultrasonographically-normal-appearing single intrauterine gestation at approximately 21 weeks 5 days as described on on (B)(6) 2004 patient had surgical pathology report: final pathologic. Diagnosis resulted in the specimen consist of a single placenta, which weighs 460 grams and measures overall 18 x4.x 1.5- cm. Inserted toward one edge is a single umbilical cord measuring 32 cm. Most recent follow-up information incorporated above includes: on 12-jun-2020: update of information (batch is invalid) product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain') in a 20-year-old female patient who had essure (ess205) (batch no. Bc676948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii ((B)(6) 2002, (B)(6) 2004.), live birth, miscarriage and postponement of preterm delivery. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) from april 2003 to january 2006. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2004, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and hypersensitivity had resolved and the pregnancy with contraceptive device, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2004 patient had ultrasound resulted in ultrasonographically-normal-appearing single intrauterine gestation at approximately 21 weeks 5 days as described on on (B)(6) 2004 patient had surgical pathology report: final pathologic. Diagnosis resulted in the specimen consist of a single placenta, which weighs 460 grams and measures overall 18 x4.x 1.5- cm. Inserted toward one edge is a single umbilical cord measuring 32 cm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new pfs received - new event - allergic reaction added , events outcome updated. New lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain') in a 20-year-old female patient who had essure (ess205) (batch no. Bc676948-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii ((B)(6) 2002, (B)(6) 2004.), live birth, miscarriage and postponement of preterm delivery. On (B)(6) 2004 patient had ultrasound resulted in ultrasonographically-normal-appearing single intrauterine gestation at approximately 21 weeks 5 days as described on on (B)(6) 2004 patient had surgical pathology report: final pathologic. Diagnosis resulted in the specimen consist of a single placenta, which weighs 460 grams and measures overall 18 x4.x 1.5- cm. Inserted toward one edge is a single umbilical cord measuring 32 cm. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) from (B)(6) 2003 to (B)(6) 2006. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2004, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and hypersensitivity had resolved and the pregnancy with contraceptive device, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menstrual hemorrhaging"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.